Event description:
It was reported that during a sigmoidectomy procedure, the clips did not close completely. Another device was used to complete the case. There was no adverse consequence to the pt

Manufacturer narrative:
Info anticipated, but unavailable at this time.